Manufacturer narrative:
Complaint (B)(4) retrospective filing. Received 45 unused tubes (and 2 used tubes) 454067p/b1181236q for evaluation. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A check of quality, production and maintenance records shows no deviations related to the reported issue. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviations related to the reported issue could be observed in the samples, no deviation with the function of the gel barrier could be observed. The alleged malfunction is not confirmed.

Event description:
Customer states specimen did not properly separate when spun. On one occasion a rbc clot was wrapped around the gel separator. The tube was re-spun and became more hemolyzed. The tubes sit for 10 minutes upright and are spun for 10 minutes. They are unsure of the speed.